Manufacturer narrative:
As no further information is expected regarding this event, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, it was noted this left ventricular lead was dislodged. A revision procedure was performed. This lead was replaced successfully. No adverse patient effects were reported.